Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c07. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated issue of ¿module latch - damage¿ was confirmed, identified on the pump module lower right area of the rear case during the investigation external inspection. On 04oct2024, the pump module was received unboxed and with paperwork. Visual inspection of the source device identified the damage on the pump module lower right area of the rear case. The top of the rear case was also observed with old adhesive. Bd san diego manufacturing was recommended to replace the damaged rear case. The report of the investigation to be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c07 annex d: d02 additional information: annex c: c16 annex d: d03.

Event description:
It was reported that the device had damaged module latch. There was no patient involvement.